Manufacturer narrative:
The reported reader (B)(4) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. A retained sensor was activated with the returned reader and the low glucose threshold in the alarm settings was set. A linearity test was performed and a low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified.

Event description:
The customer reported the low glucose alarm failed to trigger with the adc freestyle libre 2 sensor. The customer subsequently lost consciousness. An emergency doctor diagnosed the customer with hypoglycemia, and treated the customer with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the low glucose alarm failed to trigger with the adc freestyle libre 2 sensor. The customer subsequently lost consciousness. An emergency doctor diagnosed the customer with hypoglycemia, and treated the customer with intravenous glucose. There was no report of death or permanent injury associated with this event.